Event description:
It was reported that the balloon losing water and felt the balloon was deflating. The catheter was removed and tested and it was found with a small hole below the balloon.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The evaluation found that the tear caused by the sharp object on the shaft had caused a water leak out. The origin of tear could not be determined. The exact cause of sample condition could not be determined and could not assign a manufacturing-related process. A potential root cause for this failure mode could be due to a user related (example: contact with sharp objects/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. 1) use luer tip syringe to inflate with stated ml of sterile water. 2) for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was losing water and felt the balloon was deflating. The catheter was removed and tested and it was found with a small hole below the balloon.